Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the keyboard, which resolved the issue. The unit passed all tests and calibrations per the service manual. (B)(4).

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) keys were unresponsive. There is no report of serious injury or death associated with this event.